Manufacturer narrative:
Previously submitted conclusion code (conclusion not yet available-evaluation in progress ) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the customer indicates that the handpiece overheated within a few minutes.

Manufacturer narrative:
The product analysis indicates that the reported issue of overheating could not be confirmed as the motor was not rotating. The pre-repair temperature testing could not be performed. The motor was completely dead. There was no physical damage noted. The front collet was jammed and the handpiece failed hipot testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that preoperative, the handpiece had a heating issue. There was no patient involvement.